Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp(B)(4).

Event description:
It was reported that the patient had a revision procedure two years and four months post-implantation due to overcompensation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Correction: b4, d10, g4, g7, h2, h3, h6, h10 the following reports are associated with this event: 0009613350-2018-00228. 0009613350-2018-00229. 0009613350-2018-00230. 0009613350-2018-00231. 0009613350-2018-00453. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision surgery due to overcorrection. Review of event description: the dynesys® top loading system, used for vertebral body tethering (vbt), was revised due to overcorrection after approximately 1 year and 4 months in vivo. Review of received data: - review of available information only the zimmer biomet product experience report (zper) and the zimmer spine form "returning explanted materials" were received for investigation. The latter does not give additional information. Neither surgical notes nor x-rays were at hand. - zimmer biomet product experience report - zper in the zper it is reported that the surgeon removed screws at t11, t12, l1, l3 and l4, leaving only the l2 screw in the patient. The surgeon requested the implants to be returned to zimmer biomet for analysis. There was no breakage or malfunction of the implants. It is mentioned that a vertebral body tether (vbt) release / removal was performed. Adolescent idiopathic scoliosis is stated as relevant history / preexisting conditions under patient information. Nothing else relevant to the case is stated on the per, that is not already listed on the front page of this report. Devices analysis : - visual examination the retrieved products were implanted at the levels t11-l4. The components of each level (except l2) were received in an individual container and marked with the anatomical location from which they were removed. The components at l4 were still assembled while the components of the remaining containers were disassembled. All of the pedicle screws show slight to numerous remains of bone attachments mostly in the front half of the thread length. On the screw heads slight damages from the revision surgery can be observed in form of electrosurgical damages and slight scratches. The set screws show none to only very slight damage on the inner hexagon most likely from either the implantation surgery and / or the revision surgery; in general all of the pedicle and set screws look inconspicuous. Four pieces of a cord implanted at the levels t11-l4 were received. All of the cord pieces are slightly yellowish discolored and tissue attachments can partially be observed. The cord is slightly compressed on the disassembled cord pieces where the pedicle screws and /or set screws were located. The outer cord layer is slightly damaged in the contact areas where the tip of the set screw was placed. On the opposite side the cord shows a slight bump matching to the cannulation of the screw. The cord piece labelled t11 shows the green thread marking the working zone of the cord at one end which should not be implanted. Based on the appearance of the cord ends, the available position from where the pieces where taken and the position of the contact areas on the cord pieces it was tried to reconstruct the entire cord. The proximal end of t11 and the distal end of l4 shows a clear cut which is melted. The remaining cord ends exhibit partially clean cuts with some separated fibers of the outer layer. The latter are loosely separated and also partially melted and merged. Based on the length of the cord and the amount of observed contact areas it is assumed that the cord segment between l2-l3 is missing. No other damaged areas, e.g. Worn areas, could be identified on the cord pieces. - chemical analysis: chemical analyses on the cord pieces were not performed because a patient consent to conduct adverse modification or destructive testing was not at hand. Conclusion the dynesys® top loading system, used for vertebral body tethering (vbt), was revised due to overcorrection after approximately 1 year and 4 months in vivo. It is stated that the surgeon removed screws at t11, t12, l1, l3 and l4, leaving only the l2 screw in the patient. With the information at hand it remains unknown why l2 was left in place. The surgeon requested the implants to be returned to zimmer biomet for analysis. There was no breakage or malfunction of the implants. It is reported that the surgeon performed a vertebral body tethering (vbt) for idiopathic scoliosis as described by samdani et al. [1]. This is off-label use of the dynesys® top loading system [2, 3]. In general all of the pedicle and set screws look inconspicuous. Based on the as-received state of the cord pieces, the appearance of the cord ends and the position of the contact areas on the cord pieces it was tried to reconstruct the cord. It seems that for an easier removal of the system the cord was cut between the pedicle screws with most likely a hot tool which melted and merged the fibers of the cord. One of the cord pieces (l2-l3) is missing or due to unknown reasons possibly left in place with the screw at l2. Overall no unusual damages could be identified on the cord pieces. Based on the retrieval examination and as reported by the complainant nothing conspicuous could be observed on the received components and therefore no further conclusions can be drawn. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0365964. [1] samdani af, ames rj, kimball js, pahys jm, grewal h, pelletier gj, betz rr. Anterior vertebral body tethering for idiopathic scoliosis: two-year results. Spine (phila pa 1976), 2014 sep 15;39(20): 1688-93 [2] dynesys spinal system and the zimmer dto implant, instructions for use, d011 500 217 ed. 10/09 [3] dynesys® top-loading system surgical technique, l1388 rev. F ©2009 zimmer spine, inc. (851s 1001-00).